Event description:
It was reported that during an unspecified procedure, the image on the display connected to the video system center went black and came back twice. There was no patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.